Event description:
It was reported that: evita xl was used on a cardiac arrest patient at noon. From 4 pm the evita started to generate "fio2 low" alarm. Calibration of the oxygen sensor has not improved the situation and the "fio2 low" alarm situation lasted for the following hour. At 5 pm the evita xl displayed error codes and rebooted. Patients spo2 decreased to 80%. The device was replaced. Reportedly the patient died on the following day.

Manufacturer narrative:
The concerned components are requested for investigation. Investigation results will be reported in a follow up report.